Manufacturer narrative:
One device was received in used condition, without the original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no damage, bad bonds, cuts, or kinks detected in the device that could cause the failure mode reported. Per functional leak testing, no leaks detected in the device tested. The complaint was not duplicated or confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken since the complaint was not confirmed.

Event description:
Event occurred during infusion. Infusion was not life sustaining. Patient received all but what was leaked. No additional information available.

Event description:
It was reported the disposable leaked. The patient came in to be disconnected and there were white flakes in the pouch and on the cassette. The customer has the cassette and tubing in a chemo bag. No injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.